Event description:
(B)(4). My side effects from this device have been many. Uti that required 2 ER visits, daily headaches, bloating, cramping, vaginal discharge, weight gain, abdominal pain, joint pain, depression.